Event description:
It has been discovered within radiometer, that a rapid switching of the instrument off and on may cause the build-in acoustical alarm to remain silent when tripped. The visual alarm remains unaffected. Radiometer has received no reports about this from the field and no harm to any pt has occurred.